Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) 2013, patient of unknown age and gender presented for an endovenous laser procedure. When the treating physician opened the sterile packaging of the device, it was noted the fiber had fractured in the package. The device was set aside, and a new of the same was used to successfully complete the procedure. There was no patient harm or injury due to the event as the fractured device did not come into contact with the patient. The disposable device has been returned to the manufacturer for evaluation.